Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to rapid battery depletion. The customer could not recall the date of the event. Tandem technical support reviewed the current pump history battery depletion and found it depleting as expected. The customer acknowledged the information. Blood glucose was 182 mg/dl.